Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a tear in the haptic, the lens missing a piece of its haptic, and presence of clear residue on the lens surface. Date received by manufacturer: initial MDR stated 27-nov-1989. It is corrected to 14-nov-2017. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -13.0/+1.5/86 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.